Manufacturer narrative:
Initial.

Event description:
It was reported that after a recent factory reset of the ilet and during the algorithm adaptation period, the customer experienced a low blood glucose reading of 67 mg/dl in the morning and used 10 grams of oral carbohydrates to correct it. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of carbohydrate intake. Investigation included communication with the customer and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.